Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the intial drain cycle of their automated peritioneal dialysis therapy. Reportedly, the home paitent had initiated the intial drain cycle prior to connecting the transfer set of the patient line of the homchoice set. After doing so the home patient connected self to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was discontinued. Per the home patient, no patient injury or medical intervention was associated with this incident.